Manufacturer narrative:
No product or photo was returned by the customer. The customer reported that there are flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model #30914 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd extension set microbore experienced clogged. The following information was provided by the initial reporter: unable to flush any fluid through tubing.